Manufacturer narrative:
(B)(4). The devices were received in good visual condition. During functional testing it was noted that when cycling the handle the I-blade would not translate down the jaw. This resulted in the jaw not opening and closing as expected. When tested with the generator, the generator detected the device and no error codes were noted. The instrument was disassembled and it was noted that the post on the trigger plate was broken off and not found in the instrument. The instrument was disassembled and the post was not found. It was also noted that the sector gear had scratches on the side that interfaces with the sector gear. The lack of a post on the trigger plate allows the sector gear to move when the handle is cycled without moving the blade back and forth. This resulted in the jaw not opening and closing as expected. The primary root cause for this issue based on the evidence of the broken post and the scratches on the bottom of the sector gear would be excessive force used in the closing of the handle. Excessive user force applied through the handle with thick, tough, or voluminous tissue can generate jaw loads that result in mechanical damage/failure of internal components. The instrument will be sent for material analysis .

Event description:
It was reported that during a colostomy procedure there were two devices used in the procedure; on the first device the closing mechanism was not working and the jaws would not close. They then used a second device from the same lot and the attending physician stated that it locked on tissue and the I-blade would not advance and the device jaws would not open. They had to cut around the device and remove it from mesentery tissue and tie off with suture. No bleeding was reported. There was no patient consequence reported. Two devices are returning for analysis. Additional information from the sales rep: with the first super jaw, the resident was unable to deploy the I-blade on the omentum. The attending physician instructed the resident to fully depress the activation but; this did not work. The attending physician tried and had the same issue. A second device was opened and the attending physician was only able to partially deploy the I-blade and was unable to open the instrument. Multiple attempts were made to open the device, but the device had to be cut off of the tissue.

Manufacturer narrative:
(B)(4).when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested: did the surgeon attempt to manually open the jaws with his fingers? If no: was the device on a vessel/artery when it would not open? If yes, how was the device removed? (I.e. Cut off, forced opened) if cut off, did this cause a change in the plan of care for the patient? Did the removal cause any damage to the vessel/artery? If yes, what is the damage and how was the damage repaired?

Manufacturer narrative:
(B)(4). Additional analysis performed: each of the trigger plates were examined and photographed with an optical microscope. The parts were then placed in the scanning electron microscope (sem) and the fracture surfaces of the broken posts were examined. The trigger plates are manufactured by a powder metallurgy (pm) process. This is a manufacturing process where metal powders are poured into a mold and then pressed at high pressure to create the shape of the molded part. After pressing the part, it is then sintered at high temperatures allowing the individual powders to bond together. The part will not be 100% dense but will contain a certain level of voids in the material. The fracture surface of the both the posts show regions of very smooth rounded particles with no irregular ductile dimples that would indicate normal bonding to the opposite fracture surface. This fracture surface is consistent with a green state crack. A green state crack occurs in a pm or mim part, usually when the part is ejected from the mold or during handling prior to sintering. The sintering operation will not close the crack since there is no close proximity to the opposite surface of the crack. Both of the parts examined had a region on the top portion of the post where the part was properly bonded. The properly b conclusion: both of the trigger plates broke as a result of a green state crack that lowered the effective strength of the component. Cause: the devices failed to operate properly due the presence of a green state crack in the trigger plates. The crack was formed in the part during the manufacturing of the plate at the component supplier. Bonded region was approximately 1/4 to 1/3 of the total fracture area.